Event description:
In an article titled "combination of transiliosacral screw connection and sacroplasty as treatment of osteoporotic pelvic fractures in geriatric patients", the following was reported: in 2009, patients with type-b-pelvic-ring-fractures were operated. The diagnosis in all patients was based on detection of anterior pelvic ring fracture in conventional x-ray, and additional verification of transalar sacrum fracture in computertomography. -11 patients the physician operated with unilaterally or bilaterally percutaneous transilisacral screwing. I -8 patients sacroplasty additionally was performed using kyphoplasty set (medtronic 20) after transiliosacral screw insertion. The instilled bone cement was between 1.5 and 5 ml. -complications associated with operation technique was found - a cranial cement displacement in one case without further lesions especially without lesion of the l5-nerve root. The bone cement used in these procedures was not identified. No further information was reported.

Manufacturer narrative:
Report source: article titled "combination of transiliosacral screw connection and sacroplasty as treatment of osteoporotic pelvic fractures in geriatric patients", by c. Schmidt, j. Bohme, s. Glasmacher, t. Blattert, c. Josten. Method - device not returned; followed up with author.